Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 3:00 pm, the patient obtained the blood glucose reading of 140 mg/dl on the reported meter and a reading of 310 mg/dl on another meter, a one touch ultra2 meter. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient contacted her hcp for assistance/advice, and was advised to take an increased dose of the oral diabetes medication metformin 1000 mg. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter, test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and received no emergency medical attention. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.